Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The returned complaint device was visually inspected and no defects were found. A hardware error code was observed during a review of the downloaded data log. The reported event of a hardware failure was confirmed. The root cause was determined to be a hardware component failure.